Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04651. It was reported that patient was admitted to hospital on (B)(6) 2020 after receiving multiple inappropriate high voltage therapies. Patient has ¿twiddler¿s¿ syndrome, which caused the dislodgement of the atrial and right ventricular leads. The inappropriate shocks were due to the right ventricular lead inappropriately interpreting an atrial fibrillation episode as ventricular fibrillation due to the lead being dislodged in the right atrium. Upon device interrogation, it was noticed that its battery has depleted, which was exclusively the result of the excessive inappropriate therapy. Programming changes were made. The physician explanted and replaced the entire biventricular implantable cardioverter defibrillator system on the right side. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found other than the helix extended and clogged with dried blood. The reported events of dislodgement, oversensing, and shock were not confirmed.